Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the medical records allege that imaging demonstrate several struts extra vascular and a detached limb in the intercostal vein. The filter was allegedly successfully removed. No attempt was made to retrieve the detached limb. The pathology report stated all six legs were present and intact; however, only five arms were attached to the filter. Based on the medical records, perforation of the ivc and a detached filter arm can be confirmed. Based upon the reported event the definitive root cause for the filter limb detachment is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. A bard eclipse femoral filter was deployed for history of dvt and pulmonary emboli despite use of anticoagulation. The filter was reported to be deployed below the renal takeoffs in an upright position. There were no reported difficulties with the filter deployment. There was no reported patient injury. A CT scan performed six months post filter deployment identified filter to be in good position. Approximately two years post filter deployment, patient consult with a physician reported abdominal pain since a CT scan performed identified some filter limbs extra vascular and a detached limb identified in the intercostal vein. The CT scan that the physician referred to in the consultation was not provided in the medical records received that indicate a detached limb or filter limb extra vascular. Approximate two weeks following the consultation the vena cava filter was retrieved successfully using a snare device. There were no reported difficulties with the filter removal. The radiologist report from the filter retrieval procedure did not indicate filter perforation. Upon removal of the vena cava filter visual inspection identified one missing filter arm. No attempt was made to remove the detached limb from the intercostal vein. A pathology report identified the filter to have six attached filter legs and five attached filter arms. The patient status this time is unknown.

Event description:
It was reported that approximately two years post filter deployment for history of dvt and pe; a CT scan identified a detached filter limb in the intercostal vein and some filter limbs extra vascular. A snare device was used to successfully capture and retrieve the vena cava filter without incident. No report of filter perforation was indicated during the successful filter retrieval. No attempt was made to remove the detached filter limb. The patient status at this time is unknown.